Event description:
The automatic clip applicator failed to fire. A second clip applicator was opened and worked fine. There was only a delay of 30 seconds in the time it took to get a new device. The patient suffered no harm. Manufacturer response for multiple clip applier, (brand not provided) (per site reporter). No response that I'm aware of yet.